Manufacturer narrative:
(B)(4). Patient medications: aspirin 81mg; atorvastatin 40mg; biktarvy; fluoxetine 20mg; hydrochlorothiazide 12.5mg; lisinopril 10mg; tiotropium 18 mcg; vit d3 5000 units.

Event description:
On (B)(6) 2020, the patient reported emergently with a ruptured abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and three gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, the patient was treated for a type ii endoleak. A gore® excluder® aaa endoprosthesis was used to resolve the endoleak. The reintervention was done due to the risk of serious injury caused by the previous rupture. The patient tolerated the procedure.